Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the lens adhered to a white card. The lens has been cut into several pieces, typical of removal. One of the haptics appears to be broken at the gusset area from one of the pieces. Viscoelastic is present on the lens. Viscoelastic is present on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. A non qualified viscoelastic was indicated. Based on our observation of the attached photo, the haptic is broken and clinical solution appears to be present on the lens. The lens was cut into pieces, typical of lens removal. It is difficult to make a final determination without evaluation of the physical sample. The root cause may be related to a failure to follow the IFU. A non qualified viscoelastic was used in the device. The instructions for use (IFU) instructs during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (morethan 23degreec or 73degrees f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was damaged, the plunger was moved to correctly see the lens trajectory through the cartridge, at the time of implantation, the plunger sectioned one of the lens haptics. The lens was removed during initial procedure. Additional information was requested.